Event description:
Information was received from a patient's representative (pt rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). It was reported that the ins has reached eri message about a month ago, error code 201. Caller was told it would last 4-5+ years. Caller reports they had the intensity set at 13.8ma. The caller spoke to a manufacturer representative (rep) and was informed to decreased intensity down to 3.0ma. Caller reports the stimulation has worked great for patient, but due to their age, they are not wanting to replace the ins. Caller wanted to know if they left ins implanted, if it would case an infection, reviewed. The caller was redirected to the to patient's healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.